Event description:
Initially, it was reported that the patient was experiencing an increase in seizures. It was later reported that the patient was not experiencing an increase in seizures, but that the patient experienced one seizure at the end of (B)(6) that had been more prolonged for the patient. The seizure lasted 24 minutes which was not normal for the patient. The patient called the physician's office inquiring on whether the vns may have reached end of service as a result. The patient was seen by the physician and device diagnostics were within normal limits (dc dc code - 2/neos - no). No medication changes or other external factors were known to be related to the prolonged seizure. There were no interventions taken and the physician does not suspect vns to be related to the prolonged seizure.

Manufacturer narrative:
.